Event description:
It was reported that pump runs too fast and pumps too much fluid. It was set on recommended standard settings for knee surgeries, but patient´s thigh became swollen and was painful afterwards. The used tubing was discarded. According to customer, clamp test was performed on pump connected with tubing without failures. The surgeon had changed the pump to a drip chamber stand to complete the surgery. Patient was kept overnight for monitoring of swelling and pain.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. Visual inspection of the returned pump revealed no visible damages. The tubing set associated with the event was not returned. Function tested the pump with new tubing and it performed as expected without any malfunctions. The most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.